Event description:
It was reported by service report that the brakes were not engaging on the head end of the stretcher. The customer could not determine whether there was pt involvement; however, no adverse consequences were reported.